Event description:
It was reported that patient faced cannula issues on (B)(6) 2026 as the cannula was bent which led to high blood glucose level that was treated with correction bolus via pump.

Manufacturer narrative:
Name: tandem country: united kingdom street: 11045 roselle street city: san diego state: ca zip code:92121. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site:3003442380.